Manufacturer narrative:
The returned cable was evaluated. The eeprom was checked and cable life 1 and 2 were not recorded. External visual inspection showed no damage. The cable passed continuity testing, no intermittent short or open was detected, and no intermittent short or open was detected then the cable was manipulated. When connected to a monitor a check sensor error message was displayed with an audible 3 beep alarm.

Event description:
The customer reported physical damage to the latch and the cable loses connection intermittently. No patient impact or consequences were reported.